Manufacturer narrative:
H3: product analysis: product ID# 5584111; lot# sw18l011, visual and optical examination identified that the tip of the screwdriver has been stripped and the threads are damaged, and it appe ars that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the during routine inspection, it was noted this tip of this driver was broken. There was no patient involvement reported. There were no further complications reported regarding the event.